Event description:
The patient stated that she had experienced two e4 (occlusion) errors and her blood glucose was elevated to 318 mg/dl. She stated that her normal blood glucose range is around 90 mg/dl. She stated that she did not experience any symptoms of elevated blood glucose. To troubleshoot, the patient was instructed to disconnect from her infusion site and she was able to bolus without error. She then reconnected to her infusion site and she was able to bolus without error. Upon follow up, the patient stated she received another e4 and she found that the cannula of her infusion site was bent. She stated that she has had no further issues since changing her infusion site. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.